Event description:
Lower extremity angiogram on patient with known disease (highly calcified) osteomyelitis of right great toe-attempt for revascularization. Crosswalk support catheter tip broke off in the calcium of right tibial artery. During peripheral intervention distal end of plastic catheter became dislodged from catheter sheath. Tip of device imbedded in calcium in vessel, unable to snare or remove. Physician deemed it safe, due to location to leave imbedded in vessel.